Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event in the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Event description:
Type of procedure performed: lap chole limited information is available at this time. The rep was informed by a nurse of a clip applier event that occurred in 2018 during a lap chole case performed by dr. [Name]. When the surgeon attempted to clip an artery, a clip was not located in the jaws of the device and the artery was transected instead of clipped. There is no information regarding how the case proceeded after the event. There is no information on patient status. There is no information on the status of the event unit. Additional information received on 14jul2021 via email from [name]: the customer stated that the event occurred in 2018 but did not specify a specific date. Based on the lot trace for this customer, the only ca500 units sold to the customer in 2018 were sold on (B)(6) 2018. To make sure this complaint appears properly in date based searches in the complaints handling database, the complaint's event date will be documented as the estimated event date of (B)(6) 2018. Patient status: no patient injury reported: no information of patient status. Type of intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap chole. Limited information is available at this time. The rep was informed by a nurse of a clip applier event that occurred in 2018 during a lap chole case performed by dr. [Name]. When the surgeon attempted to clip an artery, a clip was not located in the jaws of the device and the artery was transected instead of clipped. There is no information regarding how the case proceeded after the event. There is no information on patient status. There is no information on the status of the event unit. Patient status: no patient injury reported: no information of patient status. Type of intervention: ni.